Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibiting a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise leading to pacing inhibition and loss of capture with high thresholds were also observed. It was reported that the patient received inappropriate shocks as well. According to the physician, these issues are believed to be due to a competitor right ventricular lead fracture but this has not been conclusively determined. The ICD was reprogrammed and remains implanted and in service. No adverse patient effects were reported.